Event description:
Pt was admitted on 4/3 from another acute care facility, having been treated for an acute inferior myocardial infarction. She was transferred to this facility for further treatment, including planned coronary artery bypass graft for 4/6. Due to a change in condition, an intra-aortic balloon pump was added to her therapy on 4/4/ and the coronary artery bypass graft was done on 4/5 rather than 4/6. Coronary artery bypass graft x2 was completed on 4/5. At 11:30 pm on 4/5 nursing noted that the intra-aortic balloon pump was functioning without any noted difficulties. At 2:00 am on 4/6 nursing noted that there was blood in the tubing of the intra-aortic balloon pump catheter. The catheter was subsequently removed due to suspected rupture.